Event description:
The customer reported that the insulin pump had a blank screen. Troubleshooting was performed. The customer stated that the device worked after changing the battery. However, after several hours the customer called back to report that the insulin pump had a blank display again. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the interface board.